Manufacturer narrative:
Follow-up #1: date of submission 01/05/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there are multiple unexplained por's and continual rebooting observed in the bb data, however power rebooting was not duplicated during this investigation. The pump was run on a 24 hour basal program using returned battery cap with no intermittent power/reboot occurrences. The pump was opened; evidence of moisture found on the main pcb. Returned battery cap used to perform investigation. No damage to battery compartment threads or battery cap; battery cap threads/tightens properly. Battery cap contact was within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.